Event description:
It was reported that the lead exhibited slowly increasing thresholds and impedances, reaching high levels of impedance. It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead exhibited slowly increasing thresholds and impedances, reaching high levels of impedance. It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Impedance/high impedance: v-lead impedance trend begins a linear rise over 17 weeks before lead was revised. Thresholds: thresholds increase over 16 weeks, starting 27-may, topping out at 1v. Within normal range.